Manufacturer narrative:
The event occurred in netherlands. Device evaluation is in progress.

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. Three returned unused infusion sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.

Event description:
Reporter stated the infusion set leaked insulin and the plaster became wet and loosened. The infusion set was returned for evaluation, and additional information will be submitted when the evaluation is complete. No physiological effects were reported.